Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of keypad appearing to work incorrectly. Analysis did note that the lower case was broken. The unit was cleaned and inspected, its lower case was replaced and when tested on the automated test system it passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for a test and calibration procedure as well as because its keypad did not appear to work correctly. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.